Event description:
During a da vinci low anterior resection procedure, the surgical staff found that the jaws of the maryland bipolar forceps instrument did not engage completely during irrigation of the tips. Per the information provided by the customer, there was not contact with other instrument in the patient, and influence of the mechanical force. The planned procedure was completed without problem. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.018 offset at the tips. The bent grip did not exhibit separation of the yaw pulley or the pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling.